Event description:
It was reported that when the patient presented for coronary artery bypass grafting procedure, perforation occurred. The physician repositioned the lead. It was also noted that the patient had chronic high capture thresholds, but stabilized after the lead was repositioned. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.